Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: central line was leaking at the extension line. No patient injury or harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: central line was leaking at the extension line. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen pi cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination of the catheter did not reveal any defects or anomalies. No kinks, holes, or cuts were observed. The total length of the catheter measured to be 214 mm which is within specifications of 207-227 mm per product drawing. The inner diameter of the medial lumen measured to be 0.057" which is within specifications of 0.055"-0.059" per product drawing. The outer diameter of the medial lumen measured to be 0.084" which is within specifications of 0.084"-0.088" per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the proximal lumen measured to be 0.057" which is within specifications of 0.055"-0.059" per product drawing. The outer diameter of the proximal lumen measured to be 0.084" which is within specifications of 0.084"-0.088" per product drawing. This indicates that the wall thickness measured within specifications. The inner diameter of the distal lumen measured to be 0.057" which is within specifications of 0.055"-0.059" per product drawing. The outer diameter of the distal lumen measured to be 0.084" which is within specifications of 0.084"-0.088" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution to establish patency and prime lumen(s)." All three extension lines of the returned catheter were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. The catheter was attached to the leak tester the distal end was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional testing. A manual tug test confirmed all three extension lines were fully secured within their respective hubs. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit cautions the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The customer report of an extension line leak could not be confirmed by complaint investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.